Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty video cable connector. However, a specific root cause of the faulty video cable connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of a flickering image was confirmed due to the failure of the video cable connector. Additionally, when the device was shaken, a noisy image was identified. The allegation concerning error code e216 was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for use, the visera elite video system center, while being used with the versera elite xenon light source, presented with a loose video connector, resulting in a flickering image when shaking the camera head and with an error code e216 message. The patient was not under sedation, and the procedure was completed successfully with another similar device. There were no reports of patient harm associated with this event.